Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high blood glucose and low blood glucose. The customer¿s blood glucose level was over 500 mg/dl, 44 mg/dl at the time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. The customer treated high blood glucose with food and glucose tablet. Customer was neither in emergency room, nor admitted into hospital. Customer reported that the insulin n pump had motor error alarm. Drive support cap was normal. The insulin pump will not be returned for analysis.